Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, a self-made stent graft was implanted to repair a thoracic aortic aneurysm. After the procedure, the device was infolded. On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis ((B)(4)) and a gore® introducer sheath with silicone pinch valve ((B)(4)) to repair the infolding of the self-made stent graft. The aneurysm at the time of the procedure was reportedly measured 79 mm. The tag device was deployed with no reported issue, extending the proximal and distal neck of the self-made stent graft. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up images showed no issues with the aneurysm shrinkage to 73 mm; however on (B)(6) 2013, three year follow-up imaging revealed the aneurysm enlarging to 81 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2013, a new thoracic aneurysm was confirmed distal to where the tag was initially implanted. It was reported that the new aneurysm was not device or procedure related. On (B)(6) 2013, the patient underwent an endovascular procedure using gore® tag® thoracic endoprosthesis to repair the new aneurysm. On (B)(6) 2015, four year follow-up imaging showed that the initially treated aneurysm further enlarged to 105 mm. The physician elected to monitor the patient. No further information is available.